Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain and burning sensations at the location of the leads. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.